Event description:
It was initially reported by the customer that the shaft of the attachment was broken. It was subsequently reported that during service conducted at the manufacturer a broken bur was found inside the attachment. It is unknown if the bur broke during a surgical procedure. No further information was provided.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was initially reported by the customer that the shaft of the attachment was broken. It was subsequently reported that during service conducted at the manufacturer a broken bur was found inside the attachment. It is unknown if the bur broke during a surgical procedure. No further information was provided.